Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after the absorbable ligation clip was attached to the supporting forceps, the clips automatically closed and could not be used and the tissue was not ligated. The handle and reload were replaced to complete the case. There was no patient injury.